Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to a combination of patient morphology/pathology and procedural factors due to difficulties visualizing the clip due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip xtw was successfully placed and deployed centrally on the anterior-septal (a/s) leaflets. After deployment, a single leaflet detachment (slda) occurred, and the clip was no longer attached to the septal leaflet. A triclip xt was successfully implanted on the a/s commissure in the mid-central position. A second triclip xt was then implanted to stabilize the slda clip on the posterior-septal (p/s) leaflets in the central position. The final tr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.